Event description:
The screw possibly broke during an operation in the right knee. The tip of the screw had migrated into the knee joint and had caused a cartilage injury. This was discovered during a revision surgery and the broken screw was removed.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was requested but not provided, therefore device history record review could not be performed. The most likely cause(s) of this type of event is damage to the implant at the time of insertion which led to the breakage and post-op fragment in the joint space. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.